Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth. Device remains implanted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, d4, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(a), d6(b), h6.

Event description:
Healthcare professional reported "rupture and exchange from textured to smooth". Healthcare professional later reported "textured" as reason for removal. This record is for the left side. Device was explanted and replaced.